Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of myopotential noise via a reduced intrinsic amplitude. The noise could be reproduced in the clinic while the patient was clapping. This time the sensing was set to the primary sensing vector. Technical services reviewed the event and advised some testing options. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of myopotential noise via a reduced intrinsic amplitude. This time the sensing was set to the alternate sensing vector. Technical services reviewed the event and advised some testing for the system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a reduced intrinsic amplitude. Technical services reviewed the electrograms for the shock and discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing of myopotential noise via a reduced intrinsic amplitude. This time the sensing was set to the alternate sensing vector. Technical services reviewed the event and advised some testing for the system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a reduced intrinsic amplitude. Technical services reviewed the electrograms for the shock and discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a reduced intrinsic amplitude. Technical services reviewed the electrograms for the shock and discussed some testing to do for myopotential noise. There were no additional adverse patient effects. The system remains implanted.